Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported there was a couple time today that she felt the urgency to void but could not void. She stated this was not an issue for her before having the procedure. Patient stated she had a bad case of diarrhea yesterday. Patient stated she spoke with her doctor whom said it may be from the antibiotic she was taking there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.